Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the two pedicle screws was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) with conventional methods at the very same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or blood vessels or csf leak) due to the incorrect placement of screws. There was no harm or negative clinical effect for the patient due to this issue, nor for prolongation of anesthesia by ca. 30 minutes. There are no further remedial actions necessary, done, or planned for this patient, and hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the misplaced screws at left t9 and left t10 by approximately 2 - 3 mm medial from their intended positions in the pedicle was a relative movement of these vertebrae operated on in relation to the vertebra on which the navigation reference array was fixed (l1), due to a non-rigid and unstable connection between the vertebrae from a fracture present at t11. This instability was further destabilized by decompression work that was performed at t11 during the procedure, prior to screw placements. Multi-level navigation (i.e. Navigating instruments on multiple vertebrae from a single registration, without refixing the reference array and registering each vertebra separately), especially over an unstable spine, can increase the potential for movement between the vertebrae relative to the fixed reference array when forces are applied during the surgical steps of the procedure (e.g. Opening of cortical bone, advancing screw with screwdriver, etc.). These vertebra movements relative to the navigation reference array cannot be recognized by the navigation system when displaying tracked instrument positions on the registered image dataset. Apparently, the resulting deviation in navigation was not recognized during advancement of the screws at left t10 and left t9 with the necessary continued user verification of navigation accuracy throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for fusion of vertebrae t9-l1 for a fracture at t11, with planned placement of eight pedicle screws in the thoracic and lumbar vertebrae, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 1.5. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Performed a decompression at t11 bilaterally. Attached the navigation reference array on vertebra l1. Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Breathing was halted during the scan. Used a navigated non-brainlab handheld burr to create a path in the pedicle, used a non-navigated ball-tipped feeler to feel the pedicle wall, and used a navigated non-brainlab tap and screw driver to place the screw down the path, beginning at left t10 and continuing with the same process for left t9, t12, and l1. Repeated this process for screw placements in right t10, t9, t12, and l1. Performed another 3d fluoroscopy scan using the non-brainlab 3d c-arm and determined that the left t9 and left t10 screws were placed medially (2-3mm) from the desired trajectory. Re-placed (re-positioned) the two deviating screws conventionally, without navigation. Acquired 2d x-rays and confirmed that all screws were correctly placed. Completed the surgery. According to the surgeon: the deviation of the two pedicle screws was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) with conventional methods at the very same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or blood vessels or csf leak) due to the incorrect placement of screws. There was no harm or negative clinical effect for the patient due to this issue, nor for prolongation of anesthesia by ca. 30 minutes. There are no further remedial actions necessary, done, or planned for this patient, and hospitalization was not prolonged either.